Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported no sound from speaker and a blue inop for speaker malfunction. Patient involvement is unknown.

Manufacturer narrative:
Date of product return not known. .

Event description:
The customer reported no sound from speaker and a blue inop for speaker malfunction. Patient involvement is unknown. No adverse event involving patient or user was reported.